Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be e-free today') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced immune thrombocytopenic purpura ("itp"), peripheral swelling ("leg swelling/right side of my body were constantly swollen/leg was so swelling that could not bend") and abdominal distension ("stomach swelling/bloating in my upper belly"). The patient was treated with surgery (e-free (no need for hysterectomy)). Essure was removed. At the time of the report, the medical device removal and immune thrombocytopenic purpura outcome was unknown and the peripheral swelling and abdominal distension had resolved. The reporter considered abdominal distension, immune thrombocytopenic purpura, medical device removal and peripheral swelling to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, peripheral swelling, abdominal distension, immune thrombocytopenic purpura. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be e-free today') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach swelling/bloating in my upper belly"), immune thrombocytopenic purpura ("itp") and peripheral swelling ("leg swelling/right side of my body were constantly swollen/leg was so swelling that could not bend"). The patient was treated with surgery (e-free (no need for hysterectomy)). Essure was removed. At the time of the report, the medical device removal and immune thrombocytopenic purpura outcome was unknown and the abdominal distension and peripheral swelling had resolved. The reporter considered abdominal distension, immune thrombocytopenic purpura, medical device removal and peripheral swelling to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, peripheral swelling, abdominal distension, immune thrombocytopenic purpura quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.